Manufacturer narrative:
Per good faith effort (gfe) response received 30jan2026, it was confirmed that the customer was able to get the requested parts (foot kit (4-pack), the central processing unit (cpu) tray cover, and thumbwheel (2-pack) from the tech whose shop he was working in. Issue was resolved and the device was put into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a biomed customer who reported no functional issues with the v60 ventilator; however, the unit was not secure to the universal stand. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. The customer requested part numbers for the foot kit (4-pack), the central processing unit (cpu) tray cover, and thumbwheel (2-pack) to address the concern that the unit was not secure to the universal stand. This investigation is ongoing.